Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 serial: (B)(6) ; product type: 0200-lead; implant date on (B)(6) 2022 ; brand name vectris surescan; product ID 977a260 (serial: (B)(6) ; product type: 0200-lead; implant date on (B)(6) 2022 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 977a260, serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2022, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-feb-15, rtg0545793 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient asked what they need to do for a MRI. Patient reported the implant has never helped 100% and they are still having muscle spasms in their lower back since implant. Patient stated they have been running c mode almost all the time and that seems to be the best. Patient stated they may need another back surgery. Patient stated they understand the implant will not help 100%. Patient stated they spoke with their healthcare provider (hcp) about the where the wires are sometimes burn in there and hcp did test and wires looked good. Patient services specialist asked patient to connect with the controller and controller showed implanted neurostimulators 50% and controller 100% charged. Patient services assisted patient with activating MRI and controller showed fullbody eligible. Agent reviewed information. 2024-mar-27 lfc (hcp): additional information was received from a healthcare professional (hcp). The hcp reported that pt had x-rays that confirmed that the wires were in place. The wires are not to believed to be the cause of the burning and more likely stenosis or the hardware. MRI was ordered and confirmed wires are still in correct position. Pt is having surgery to remove hardware and laminectomy of l45.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient asked what they need to do for a MRI. Patient reported the implant has never helped 100% and they are still having muscle spasms in their lower back since implant. Patient stated they have been running c mode almost all the time and that seems to be the best. Patient stated they may need another back surgery. Patient stated they understand the implant will not help 100%. Patient stated they spoke with their healthcare provider (hcp) about the where the wires are sometimes burn in there and hcp did test and wires looked good. Patient services specialist asked patient to connect with the controller and controller showed implanted neurostimulators 50% and controller 100% charged. Patient services assisted patient with activating MRI and controller showed fullbody eligible. Agent reviewed information.